Event description:
Additional information was provided, including the generator model & serial number. Per the physician, the cause of the patient's sleep apnea is vns stimulation. No other relevant information has been received to date.

Event description:
Additional information was received containing the date the patient's generator was implanted. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient has vns-associated obstructive sleep apnea. Per the physician, the patient was implanted for depression and is now experiencing CPAP-resistant sleep apnea every 3 minutes. The vns off-time is 3 minutes, which correlates to the apneas that are occurring every 3 minutes. It was noted that the physician recommended reducing the output current during the day and night; the patient is currently placing the magnet over the vns at night to turn the vns off to improve his sleep apnea and expressed interest in switching the patient to a sentiva model. Additional information was received noting that the patient had sleep issues before the vns was implanted, but it was associated with their depression. After the vns was implanted, sleep apnea was seen after stimulation. As a result, the patient is using the magnet to combat the sleep apnea. No other relevant information has been received to date. No known surgical intervention has occurred to date.